Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms when the ring electrode was used. In the tip electrode configuration, all measurements were within acceptable limits. The device was reprogrammed tip to coil with normal device function. No further intervention was planned. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.